Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 19.9 mmol/l (358.2 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly came loose the infusion site (arm), causing the cannula to dislodge and leak insulin. As treatment, a new pod was placed.